Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's components were found to be disconnected prior to returning for evaluation. The components were reconnected and the device powered on as designed. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.